Event description:
It was reported by a non-medical professional that during surgery, the implant caused a dural tear. A reoperation was performed to repair the tear and adjust the placement of the device.